Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and patient stated that after changing their antibiotic and drinking more water as well as changing the settings. The issue did not occur again. No further complications noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the caller stated the patient's symptoms returned to what they were like prior to implant. The patient is up to the bathroom 8 to 10 times a night and is unable to empty her bladder, but seems fine during the day. She is drinking 67 oz of water a day and has infections because of the retention, said that only a little bit of urine coming out. The patient has taken antibiotics for the infections but they are not working. The patient also feels a pricking and burning sensation on the side of her groin. The caller thinks this occurs because she sleeps on the same side that her ins is implanted. The patient has not had any falls and/or trauma. The caller increased stimulation last week from 2.3 to 3.7 volts on program 4 but that has not helped.  Caller changed to program 1 and increased stimulation to 5.0 volts and the patient did not feel anything. Caller changed to 4.5 volts on program 2 and the patient felt comfortable stimulation. Patient has an appointment with hcp tomorrow. Caller states she wants the patient to have a CT scan to see if everything is still placed correctly. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.